Event description:
Event description guidant received information that following the implant procedure, noise and telemetry noise with oversensing was noted on the electrogram. With pocket manipulation endocardial ventricular lead noise increased in frequency. A different programmer was attempted however the noise continued. It appeared as though the lead was inserted completely in header. The physician elected to replace the device due to possible header/setscrew issues. The device was returned for analysis.